Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the cause of the ins not charging was a change to the patient's activity level and not charging regularly. The patient stated they met with a manufacturer¿s representative (rep) to resolve the issue. No symptoms were reported. There were no reported complications and no further complications were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for spinal pain. Consumer reported they were able to connect to the ins with the programmer and with the recharger (insr). It was reported that the insr showed 8 coupling boxes but the ins was not incrementing. They charged for hours yesterday and the ins battery had not moved beyond the 1st qtr. The patient declined an insr replacement. No further complications reported/anticipated.